Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found that the drawer had a missing bumper and a migrating bearing container. Examination showed that the bumpers were missing, the drawer could not open or close fully and required force, the frame was misaligned, and the slide members were off track. The fse replaced the drawer assembly with a new one, transferred all pockets to the new drawer, and restored service. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station b3s1 main drawer 2.1 was broken and unable to close, preventing the user from logging out or stepping away. The customer was unable to access medications for the patient and had to contact the pharmacy for assistance in closing the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.